Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an anastomosis. It was reported that after the implant, the patient experienced abscess, partial bowel obstruction, adhesions, purulent material, fistula, multiple perforations of bowel anastomosis, infection, fever, abdominal pain, septic, necrosis, inflammatory mass, biloma, fluid collections, loop of bowel was hypotrophic & distended, fibrosis, sepsis, incisional abdominal hernia, fibrinous purulent deposit with matted loops of small bowel with kinking, attenuated tissue, nausea, vomiting, bulging in abdominal wall, total loss of domain, & serosal tears. Post-operative patient treatment included ultrasound, hospitalization, IV morphine, IV antibiotics, transferred toicu, tpn management, excision of abscess, lysis of adhesions, resection of obstructed complicated mass this included the previous stapled anastomosis, extensive lavage of abdominal cavity, removal of debris, debridement of necrotic material, wound vac, bowel division with stapler, end-to-end anastomosis constructed with sutures, intraabdominal exploration, debridement of fibrinous peritoneal material, repair of incisional hernia, excision of attenuated tissue, ng tube placement, laparotomy, component separation, drain insertion, hernia repair with mesh, & serosal tears repair with sutures.

Manufacturer narrative:
Additional info: d4 (model #, catalog #), & h6 (patient codes, device codes, ime e2402: loop of bowel was hypotrophic, matted loops of small bowel with kinking, loss of domain). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.